Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplemental report will be submitted if provided. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that foreign material inside the air water cylinder and the air water tube was found. There was no patient involvement.